Event description:
A facility reported five cases of toxic anterior segment syndrome (tass) since the beginning of early march. All pts have recovered and done well with treatment. This report is for pt #5: the fifth case presented one day post-operatively with tass symptoms. This is the final of five reports for this facility.

Manufacturer narrative:
Investigation included root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).